Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was insufficient liquid in applicator at the time of arm cleaning.

Event description:
It was reported that there was insufficient liquid in applicator at the time of arm cleaning.

Manufacturer narrative:
One sample and 5 photos were provided for evaluation. Sample was analyzed and no issues were observed on the applicator. The foam was removed to review if obstructions were located on the foam area where the solution is distributed. No issues were observed. Unfortunately, as a result, a root cause cannot be determined or no corrective actions are required at this time. This failure mode will continue to be tracked and trended.